Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to the h3 section and to provide the completed investigation results. One used 6f angio-seal vip was received for product evaluation. Only the carrier tube assembly was returned. No other accessory components were returned. Visual inspection revealed that the bypass tube was found protecting the anchor of the carrier tube assembly at its correct manufacturing. No other visual anomalies were noted. For dimensional testing, the manufactured slit was unable to be measured since the collagen had expanded. The expansion of the collagen was likely due to exposure of the collagen to blood like substances. Dried blood like substance could be observed on the collagen and around the bypass tube. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician took the angio-seal device out of the package, he noticed a sizable split at the tip of the device where the collagen plug and bypass tube are housed. They did not use the device and instead opened another angio-seal. The second angio-seal opened was used without incident. The patient was in stable condition. The procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received 24january2020: the procedure that was being performed was a lower extremity angioplasty using a 6fr procedural sheath. A pre-deployment angiogram was performed.